Event description:
It was reported that patient experienced unspecified issues with a sling system device. A new artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No information about the patient outcome is available at the moment. Additional information was requested, however no further information was available.